Event description:
While my (B)(6) was brushing her teeth, the gel backing of the mam massaging toothbrush came off of the hard plastic causing a choking hazard. This toothbrush was used a little longer than 3 months at the time of the incident. (B)(4).